Event description:
The customer reported error code e216 (scope communication error) occurred and no image was displayed from the scope. Cleaning the contacts at the connection between the video system center and scope did not improve the situation. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. Service found the adhesive on the bending section cover was missing, the label on the scope connector was peeled off, the connector was broken due to physical stress, angulation was insufficient due to the angle wire being stretched, angulation lock did not work, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, the electric board inside the video connector unit, or the system there may be a problem with the side. Olympus will continue to monitor field performance for this device.